Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a cgm pairing failure specific to the ilet while using a dexcom g7 sensor, which resulted in the ilet suspending insulin delivery in bg run mode until the sensor was correctly started with the sensor code and reconnected. Symptoms included hyperglycemia, with a self-reported glucometer blood glucose of 404 mg/dl. Outcomes included temporary suspension of automated insulin delivery, user-administered subcutaneous insulin by pen, and successful re-establishment of cgm pairing after software setting toggling and reentry of the sensor code, without hospitalization or escalation to emergency care. Investigation included technical troubleshooting and user education, consisting of verifying the sensor code, toggling cgm settings in the ilet from g6 to g7 and back, and restarting the sensor to restore communication. Investigation of this case revealed a cgm-to-pump communication and configuration issue that resolved after correcting the cgm configuration and reinitiating the sensor pairing sequence, with no device hardware malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to sensor code entry and cgm configuration leading to a temporary loss of cgm integration and insulin suspension.